Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving an inappropriate shock due to noise on the right ventricular (rv) lead. When evaluated, it was noted there was also rv loss of capture and a decrease in the pacing impedance. The patient was not pacemaker dependent. The physician confirmed that the lead had dislodged and a revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.